Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney failure, headaches, lightheadedness and dizziness. The patient has alleged to the device being hot to touch. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 14, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney failure, headaches, lightheadedness and dizziness. The patient has alleged to the device being hot to touch. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During an internal investigation, the manufacturer discovered various contaminants on the device, including an unknown dust-like substance on the top enclosure, rear panel, front panel, and bottom enclosure. Additionally, they found what appeared to be salt from snacks on the top enclosure and dried sauce on the rear panel. An extremely light layer of dust was noted on the bottom enclosure and blower, and there was evidence of liquid ingress at the bottom of the blower and blower box. However, no degradation or breakdown of the sound abatement foam was observed. A heat test was performed on the device, and power supply to verify that the temperatures were within the required perimeters. The manufacturer also confirmed that the base unit provided airflow using a known good power supply and power cord. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. In this report, section h6 has been updated.